Manufacturer narrative:
Submitted on 10-jun-2021 noted the following: h6 investigation conclusions: 11:conclusion not yet available h10 additional narrative/data: based on information provided, it cannot be determined that the alleged hemorrhage requiring surgical repair is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician documented that the patient has what appears to be sentinel bleed previous to the current episode but was not re-explored. The physician recommended post incision and drainage to "continue dual anti-platelet therapy with aspirin and plavix, and an infection was identified intraoperatively, thus was present prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Correction h6 investigation conclusions: 61: unintended use error caused or contributed to event was included to address the physician's documentation. H10 additional narrative/data: based on information provided, it cannot be determined that the alleged hemorrhage requiring surgical repair is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician documented that the patient has what appears to be sentinel bleed previous to the current episode but was not re-explored. The physician recommended post incision and drainage to "continue dual anti-platelet therapy with aspirin and plavix, and an infection was identified intraoperatively, thus was present prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. This report is being filed due to possible use error. Based on the corrections and the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage requiring surgical repair is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 16-jul-2021, a device evaluation was completed by kci quality engineering. On 26-mar-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 15-jul-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhage requiring surgical repair is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician documented that the patient has what appears to be sentinel bleed previous to the current episode but was not re-explored. The physician recommended post incision and drainage to "continue dual anti-platelet therapy with aspirin and plavix, and an infection was identified intraoperatively, thus was present prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: contrainidication do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomic sites, organs, or nerves. Warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Hemostatic agents applied at the wound site: non-sutured hemostatic agents (for example, bone wax, absorbable gelatin sponge, or spray wound sealant) may, if disrupted, increase the risk of bleeding, which, if uncontrolled, could be fatal. Protect against dislodging such agents. Consideration should be given to the negative pressure setting and therapy mode used when initialing therapy. Infected blood vessels: infection may erode blood vessels and weaken the vascular wall which may increase suspectability to vessel damage through abrasion or manipulation. Infected blood vessels are at risk of complications, including bleeding, which, if uncontrolled, could be potentially fatal. Extreme caution should be used when v.a.c. Therapy is appliced in close proximity to infected or potentially infected blood vessels. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the patient was admitted to the hospital due to hemorrhaging. Bloody drainage allegedly built up underneath the v.a.c.® dressing. The bleeding ceased post-surgical repair, and the patient was currently using a hospital wound v.a.c.®. On (B)(6) 2021, the following information was provided to kci by the nurse: on (B)(6) 2021, the home health nurse observed increased bloody drainage from the left groin. The patient was instructed to go the emergency room by their physician, and the patient was subsequently admitted to the hospital. The patient underwent a surgical procedure to the left groin to stop the bleeding. The patient was released back home on the (B)(6) 2021 and the patient is back on the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2021, the following information was provided to kci by the nurse: on (B)(6) 2021, the patient was under observation and was admitted inpatient on (B)(6) 2021. The nurse noted the patient was on an anticoagulant and receives heparin flushes. Records review on 04-jun-2021 noted the following: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2021. On (B)(6) 2021, the physician noted "postoperative hematoma or seroma in the left inguinal area measures up to 5.1cm." On (B)(6) 2021, the physician noted the patient was recently triaged in the hospital emergency room for left groin incisional pain...a cta [computed tomography angiography] abdominal aorta with runoff study was performed which demonstrated a small 4.6x2.2x5.1 cm fluid collection/hematoma. On (B)(6) 2021, the patient underwent an incision and drainage of left groin wound and angioplasty of the proximal left superficial femoral artery with wound v.a.c.® placement. "The patient had an intraoperative culture at that time which was positive for staph aureus... A white wound v.a.c.® sponge was placed over the left common femoral artery. A black wound v.a.c.® sponge was placed in the subcutaneous tissues and adhesives were applied. Recommendations: continue dual anti-platelet therapy with aspirin and plavix." On (B)(6) 2021, the patient experienced a complication postoperative left common endarterectomy with bovine patch angioplasty in march and had subsequent cutdown over left sfa [superficial femoral artery] and angioplasty despite the hematoma of the left sfa. The patient's hematoma developed cellulitis and was subsequently surgically drained with v.a.c.®. Therapy placement. The bovine patch was not removed at the time of the surgery. The physician noted, "the patient has what appears to be sentinel bleed previous to the current episode but was not re-explored. The patient has a massive arterial hemorrhage from the base of his left groin wound. A previous CT [computed tomography] scan angiogram which was performed on the previous emergency room visit in april 2021 clearly shows a large hematoma about the left common femoral artery. Because of the positive wound infection, I believe the patient has a dehiscence of the bovine pericardial patch of the common femoral artery and will require an emergency left groin wound exploration with repair of the injured vessel using autologous saphenous vein patch. Physical exam noted direct pressure has been applied to the patient's left groin wound and we are in control of the bleeding currently. Assessment/plan noted the patient has had a large amount of bleeding in the emergency center and currently is hypotensive, I will give the patient two units of packed red blood cells on the way to the operating room. Findings noted obvious infection of the left common femoral artery with bovine pericardial patch contained within the purulence fluid collections consistent with foreign body infection. Post-operative diagnosis noted, there were multiple purulent collections hematoma and an actively dehisced and bleeding common femoral artery... I closed with a layer of tissue over the repaired femoral artery. I then implanted wound v.a.c.® system... Assessment/plan noted the patient has had a large amount of bleeding in the emergency center and currently is hypotensive, I will give the patient two units of packed red blood cells on the way to the operating room. The v.a.c.® granufoam¿ dressing and v.a.c. Whitefoam¿ dressing identifiers were not provided, therefore device history record reviews could not be performed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.